Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis which confirmed that the detector was dropped causing stripes (artifacts) to appear on the images. Prior to this incident, the detector had already registered heavy shocks in the logs. Error analysis was performed to the detector and log files were secured. Internal voltage problems were found in the logs and data was sent to helpdesk. The detector was then calibrated to perform as per its specifications and cleared functional tests. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident / use error.

Event description:
It was reported that the images captured from the detector resulted in stripes on the final image. The device was in clinical use and there was no patient or user impact. Additional information received confirmed that the detector was dropped by the user.